Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The hospital's biomed engineer reported that they have inspected the iabp and low vacuum was not reproducible, but other failures were found. Upon inspection, the iabp experienced a system failure alarm. The codes showed a front end board failure and fiber optics module failure. Those parts (front end pcb and fiber optic assembly) were ordered and installed a couple of weeks ago. While performing tests following parts replacement, the pump failed test #1 of the k6, k6a, k7, k8 leak test. It failed test #3 on the next attempt, and then passed all tests on the ensuing tries (7 consecutive tests were run in total). Assuming there may be an issue with the solenoids (related to recall), they ordered a replacement k6a vent valve and drive assembly. The biomed stated they have completed the parts installation and are currently in the process of testing the pump, though it now appears to have a vacuum leak. The iabp unit has not been cleared for clinical use yet, and is still undergoing tests. The biomed advised he will provide an update when the repair and testing on this unit has been completed.

Event description:
The customer reported that while supporting a patient, the intra-aortic balloon pump (iabp) displayed a low vacuum alarm. The same issue occurred with this pump last week and it was sent to the facility's bio-med to be resolved. The company representative suggested swapping the console out and sending the pump to bio-med to await evaluation. No adverse event was reported. Maquet/getinge service was not requested for this event, as this iabp unit does not have a maquet service contact.

Manufacturer narrative:
(B)(6)2017 03:30 pm (gmt-4:00) added by (B)(6). The biomed engineer reported that due to an influx of patients needing counter-pulsation therapy and the fact that they couldn¿t get any rental units, they had a maquet technician come in to complete the repair of the iabp unit. The getinge field service engineer (fse) reported that the philips trained technician requested service because the cs300 was not passing the k6a, k6, k7, k8 leak test, and front end board calibration. The fse observed stage 2 and 3 of k6a, k6, k7, k8 leak test and leak test not passing. The fse performed troubleshooting of the leak from tubing to k6a and tubing to fill port on condensate removal module (crm). The fse cut back tubing and checked k6a, k6, k7, k8 leak test, and it passed to specifications. The fse observed shuttle and drive offsets out of calibration. He calibrated the front end board as per service manual to correct the front end board calibration failure. The iabp unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that while supporting a patient, the intra-aortic balloon pump (iabp) displayed a low vacuum alarm. The same issue occurred with this pump last week and it was sent to the facility's bio-med to be resolved. The company representative suggested swapping the console out and sending the pump to bio-med to await evaluation. No adverse event was reported. Maquet/getinge service was not requested for this event, as this iabp unit does not have a maquet service contact.